Event description:
A nurse contacted global technical services (gts) regarding assistance with check supply line alarm while using the homechoice (hc) during fill 6 of 7, while refilling the heater. While gts was troubleshooting, the nurse noticed that the patient had disconnected one of the bags. Gts had the nurse end the therapy. Product surveillance spoke with a facility nurse who stated the patient does not setup the hc. The nurse explained that the patient may have tampered with it that day and the bag got disconnected.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Per the complaint information, during troubleshooting, the nurse noticed that the patient had disconnected one of the bags. The nurse explained that the patient may have tampered with it that day and the bag got disconnected. The root cause was user error. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).